Event description:
A us distributor returned a belt and reported it delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.